Manufacturer narrative:
A partial lead was returned for analysis in four segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the syncopal patient's right ventricular lead exhibited low impedance resulting in an aborted shock for a torsades episode. The device appropriately shocked and converted the rhythm using another vector. The lead was reprogrammed and the patient was stable following the reprogramming. On (B)(6) 2017, the lead was revised and replaced. The procedure was completed successfully without adverse consequence.